Manufacturer narrative:
The device was returned for analysis. Kinks were evident along the hypotube. Kinks were evident on the distal shaft 8.2cm and 22.2cm distal to the guidewire entry port. The proximal balloon bond was stretched. The balloon returned partially inflated with residue present inside. The distal tip was pulled proximally into the balloon distal cone. It was not possible to deflate or inflate the partially inflated balloon. Deformation was evident to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use an euphora balloon to treat a mildly calcified and tortuous mid lad lesion exhibiting 50 - 75% stenosis.no damage was noted to the device packaging. The device was removed from the hoop / tray with no issues. The device was inspected and negative prep performed with no issues noted. No issues were noted removing the device protective sheath or stylet. The lesion was not pre-dilated . During the procedure, the balloon did not pass through a previously deployed stent. No resistance was noted when advancing the stent and no excessive force used. It was reported that the balloon reached the target lesion and inflation was performed with no issues noted. Deflation difficulties were encountered after the first inflation of the device. The device was not moved or repositioned prior to deflation difficulties. The balloon failed to deflate. The physician attempted to deflate using the indeflator and injected contrast. There was no visualization of the vessel. The physician carefully pulled the un-deflated balloon out of the vessel. A concentration of contrast / saline was used by the physician. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.